Event description:
(B)(4). Event occurred in the united states. On (B)(6) 2019, it was reported by a nurse that she has a patient who was admitted to the hospital, in the afternoon of (B)(6) 2019, due to kinked cannula, diabetic ketoacidosis, gastric pains and wore a pump. The nurse noticed that the patient's cannula was kinked upon removal which led to increased blood glucose levels. She received some unspecified medications to correct the insulin. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.